Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of coils") and pelvic adhesions ("adhesions") in a female patient who had essure (batch no: d13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included joint pain, miscarriage, uterine dilation and curettage, endometrial ablation, constipation, multi gravida, parity 4 and menorrhagia. She was not allergic to nickel or any other component of essure. Concurrent conditions included menses irregular, vaginal itching and bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain ("severe and permanent injuries"). In december 2015, the patient experienced dyspareunia ("painful intercourse"). In january 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In march 2017, the patient experienced mood swings ("mood swings"). In april 2017, the patient was found to have weight decreased ("weight loss"). In 2017, the patient experienced vulvovaginal mycotic infection ("recurrent yeast infections with white dots"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure coils and removal of adhesions surgery on oct-2017). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic adhesions, pelvic pain, dyspareunia, weight decreased, nausea, migraine, headache, vulvovaginal mycotic infection, fatigue, depression, anxiety and mood swings had not resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight: 160 lbs. Right - the device had excellent expansion with s coils noted after placement, left- on this side there was noted to be 6 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen: on (B)(6) 2016: color doppler was obtained of both ovaries, transvaginal imaging was performed to better delineate structures. Findings: the uterus appears within normal limits measuring 9,6 x 3.8x 72 cm. Endometrium is well visualized and measures 3.1 mm. Ultrasound tach notes coils within the uterus. Both ovaries appear within normal limits. There is normal arterial inflow and venous outflow within both ovaries. The right ovary measures 3.0 x 1.8 x 1.9 cm. The left ovary measures 4.2 x 2.1 x 2.4 cm. There is no evidence of adnexal mass or free pelvic fluid.. Ultrasound scan - on an unknown date: results: fallopian tube perforation.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, displaced essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of coils") and pelvic adhesions ("adhesions") in a female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included joint pain, miscarriage, uterine dilation and curettage, endometrial ablation, constipation, multi gravida, parity 4 and menorrhagia. She was not allergic to nickel or any other component of essure. Concurrent conditions included menses irregular, vaginal itching and bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain ("severe and permanent injuries"). In december 2015, the patient experienced dyspareunia ("painful intercourse"). In january 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In march 2017, the patient experienced mood swings ("mood swings"). In april 2017, the patient was found to have weight decreased ("weight loss"). In 2017, the patient experienced vulvovaginal mycotic infection ("recurrent yeast infections with white dots"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure coils and removal of adhesions surgery on oct-2017). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic adhesions, pelvic pain, dyspareunia, weight decreased, nausea, migraine, headache, vulvovaginal mycotic infection, fatigue, depression, anxiety and mood swings had not resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight: 160 lbs. Right - the device had excellent expansion with s coils noted after placement, left- on this side there was noted to be 6 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6)2016: color doppler was obtained of both ovaries, transvaginal imaging was performed to better delineate structures. Findings: the uterus appears within normal limits measuring 9,6 x 3.8x 72 cm. Endometrium is well visualized and measures 3.1 mm. Ultrasound tach notes coils within the uterus. Both ovaries appear within normal limits. There is normal arterial inflow and venous outflow within both ovaries. The right ovary measures 3.0 x 1.8 x 1.9 cm. The left ovary measures 4.2 x 2.1 x 2.4 cm. There is no evidence of adnexal mass or free pelvic fluid.. Ultrasound scan - on an unknown date: results: fallopian tube perforation.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, displaced essure coil. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received. Reporter's information and lot number was added. Event added: novasure ablation with essure insertion. Concomitant diseases, historical conditions were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of coils") and pelvic adhesions ("adhesions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's past medical history included joint pain, miscarriage, uterine dilation and curettage, endometrial ablation and constipation. She was not allergic to nickel or any other component of essure. Concurrent conditions included menses irregular, vaginal itching and bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe and permanent injuries"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced mood swings ("mood swings"). In (B)(6) 2017, the patient experienced weight decreased ("weight loss"). In 2017, the patient experienced vulvovaginal mycotic infection ("recurrent yeast infections with white dots"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure coils), surgery (hysterectomy and bilateral salpingectomy to remove the essure coils) and surgery (removal of adhesions surgery on (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic adhesions, pelvic pain, dyspareunia, weight decreased, nausea, migraine, headache, vulvovaginal mycotic infection, fatigue, depression, anxiety and mood swings had not resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fallopian tube perforation. On (B)(6) 2016, transabdominal and endovaginal imaging of the pelvis was obtained, color doppler was obtained of both ovaries, transvaginal imaging was performed to better delineate structures. Findings: the uterus appears within normal limits measuring 9,6 x 3.8x 72 cm. Endometrium is well visualized and measures 3.1 mm. Ultrasound tach notes coils within the uterus. Both ovaries appear within normal limits. There is normal arterial inflow and venous outflow within both ovaries. The right ovary measures 3.0 x 1.8 x 1.9 cm. The left ovary measures 4.2 x 2.1 x 2.4 cm. There is no evidence of adnexal mass or free pelvic fluid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. The case became incident. Event severe and permanent injuries was replaced with new events- severe and persistent pelvic pain, painful intercourse, weight loss, nausea, migraines/headaches, migration of coil, perforation of fallopian tube, recurrent yeast infections with white dots, fatigue ((B)(6) 2016), anddepression, anxiety, and mood swings and adhesions and plaintiff did not undergo an essure confirmation test. Concomitant condition and historical conditions added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.